Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that a posterior cuff miss occurred during needle deployment as evidenced by undisturbed posterior cuff tabs and undisturbed posterior needle, indicating no engagement between these 2 components during use. The posterior needle tip was ejected from the needle shank but remained undisturbed, suggesting that the posterior needle was deflected away from the posterior foot instead of engaging with the posterior cuff inside the posterior foot pocket during needle deployment, as intended. The posterior cuff miss would result in a failure to retrieve the suture as reported. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Contributing factors for needle deflection that resulted in a posterior cuff miss include, but are not limited to: manufacturing, deployment techniques, and challenging anatomical conditions. During lab testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There was no definitive evidence in the evaluation of the returned device to suggest incorrect deployment technique. The reported heavy calcification present in the artery and at the access site could have contributed to the needle deflection. This is consistent with calcium detected inside the posterior cuff during device inspection. Therefore, based on our investigation, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue. No manufacturing or quality deficiency was detected as a result of this investigation. The needle trajectory of every device is verified twice during manufacturing. Review of the device history record did not reveal any relevant non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure of a heavily calcified right common femoral artery after an interventional procedure. The access site was also described as heavily calcified. Reportedly, when the plunger was retrieved, there was no suture present. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no adverse patient effects. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The safety and effectiveness of the perclose proglide device has not been established in patients with femoral artery calcium which is fluoroscopically visible at access site.